Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Remains implanted.

Event description:
It has been reported there is a patient revision of the right leg implant pin 20833 the reason fro revision being reported is due to 'no more growth left in the implant'.

Manufacturer narrative:
It has been determined that the device has reached its maximum extension and successfully fulfilled its function. Therefore this is not a reportable event. Device not returned.

Event description:
It has been reported there is a patient revision of the right leg implant pin 20833 the reason for revision being reported is due to "no more growth left in the implant."